Manufacturer narrative:
(B)(4); batch # u93c1e. Date of event is 2020. Event day and event month were not reported. Investigation summary: the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining three clips were ejected due to the condition of the jaws. Finally, the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object, or clip placing stress on the jaws causing them to distort ,or yield, and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not function. It is unknown how procedure was completed. Patient consequence was not reported.